Manufacturer narrative:
A review of the system data logs from the rapidpoint instrument with measurement cartridge onboard at time of event found that the po2 and pco2 sensor was performing as intended. There were no system or sensor specific errors during or around the time of the escalated patient sample. Aqc was performed and the po2 and pco2 results were recovering well within published limits. The po2 and pco2 sensor raw responses for the escalated sample was normal and appropriate for the reported results. The root cause of the issue is unknown. Based on the available information, the rapidpoint instrument is performing as intended and is currently operational.

Manufacturer narrative:
The customer provided instrument logs for investigation and investigation is ongoing. The cause of this event is unknown.

Event description:
Customer reported a discrepant high po2 result when compared to repeat testing of different capillary samples on the same rp500 instrument and on a different rp500 system. There is no report of injury due to this event.